Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was still in chronic pain 24 hours a day and when she went to the hospital for certain tests, the patient felt that the test changed the stimulator to a different voltage. It was noted that this happened to the patient on (B)(6) 2014 and (B)(6) 2014 when she received some spinal injections. It was noted that the patient told the health care professional (hcp) about the stimulator and was told that it wouldn¿t affect it. It was noted that the patient had not made any adjustments herself, but she recharged her system every sunday night. It was noted that the patient¿s next appointment was (B)(6) 2014.